Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions, revealed an alert for low pacing lead impedance values along with non-sustained right ventricular oversensing episodes due to noise on the right ventricular lead. No intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Event description:
New information noted that a new episode of low pacing lead impedance and noise was observed. No intervention was performed. The patient will continue to be monitored.